Event description:
It was reported that the lens was dry. There was no liquid in the vial and white powder was present in the packaging. The lens was not used. This event occurred with nine lenses. This report refers to lens 7 of 9. Ref MDR 1313525-2015-01420 for lens 1 of 9, ref MDR 1313525-2015-01421 for lens 2 of 9, ref MDR ref MDR 1313525-2015-01422 for lens 3 of 9, ref MDR 1313525-2015-01423 for lens 4 of 9, ref MDR 1313525-2015-01424 for lens 5 of 9, ref MDR 1313525-2015-01425 for lens 6 of 9, ref MDR 1313525-2015-01427 for lens 8 of 9, ref MDR 1313525-2015-01428 for lens 9 of 9.

Manufacturer narrative:
The lens and lens vial were not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information currently available the most likely root cause of the event is related to a leaking lens vial. The type of lens vial associated with this report has been discontinued and a new (redesigned) vial was implemented.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.